Event description:
Pt with marfan's syndrome, presented to the hosp emergency room with acute, severe chest pain and a transient ischemic attack suffering from a type a aortic dissection involving both coronaries and the aortic valve. Surgery consisted of replacing the entire ascending aorta and aortic valve with re-implantation of both coronary arteries. The tissues were particularly friable and fragile. According to the operative report, the surgeon used bioglue surgical adhesive on the pt's friable and fragile tissue to repair the aortic dissection. The pt died of bleeding.